Event description:
It was reported that the intraocular lens (iol) was found to be damaged in a deformed cartridge. The lens had been inserted, but the patient is currently awaiting a replacement. Through follow-up, we learned that one day post-operative everything was fine. The iol damage is in the peripheral part of the optical zone. The pupil was narrowed, so the optical quality was good so far. Lens explant is a possibility if during the next follow-up visit a visible defect is confirmed in the optical part after the pupil has dilated. Regarding the injector, there were cracks and deformation in the plastic end of the rod that pushes the iol forward. The lens got stuck to the bottom and the injector moved forward over it. No further information was provided.

Manufacturer narrative:
Section a2, a3, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6b - explant date: not applicable, as lens remains implanted. Section e1 - telephone number: (B)(6). Section h3 - the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section h3 - device evaluated by manufacturer? Yes. Device evaluation: the intraocular lens (iol) was not returned for evaluation. However, the customer provided a photo that was evaluated. The photo displayed the suspect cartridge and handpiece. The cartridge tip was observed to be deformed. Therefore, due to no product received, no further evaluation could be performed. The complaint issues "lens damaged", "override", and "plunger rod issue" were not identified during photo evaluation. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.